Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half height cubie drawer pocket was not being detected on the bus. A field service engineer replaced the drawer retractor and the drawer controller board; after these replacements, the unit tested good, the med station became fully operational, the customer verified proper functionality, and the hardware testing application diagnostics passed successfully. During visual inspection, checked and secured all the cable connections and then cleaned. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1.1 not detected on bus, which located on ms1w. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.